Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subselector handle of the catheter broke off before slitting. The inner wire broke as well. The physician then had difficulty slitting after placing the left ventricular (lv) lead since there was nothing to pull the subselector with to slit. The broken subselector was removed without having to remove the lead and subselector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned in two pieces and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. Visual analysis indicated damage during use. If information is provided in the future, a supplemental report will be issued.